Event description:
(B)(6) hospital by dr (B)(6), starclose device used, sent home same day. Next developed retroperitoneal bleed, required emergency surgery, multiple blood transfusions, and resulted in heart failure. Starclose device not able to be found by dr edwards who said he aspirated as much blood as possible from abdomen and strained it. Don't know if it's still in the body or was actually removed but not found during the emergent surgery.